Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no adverse effect to the customer's blood glucose level. The customer declined additional assistance from tandem customer technical support regarding the issue.